Event description:
It was reported that during the implant procedure, the stylet became stuck inside of the patient's left ventricular (lv) lead, resulting in a detachment of the connector pin. The physician speculated that this was due to a break within the lv lead. Due to the issue, this lv lead was unable to be implanted on (B)(6) 2026 and successfully replaced. The patient remained stable.